Event description:
On 2/10/99, mallinckrodt, formerly nellcor puritan bennett was served a summons by attorneys for plaintiff alleges on or abour 2/26/98, a model 7200 ventilator being used by his wife at medical center, malfunctioned and caused her to sustain respiratory distress. As a result of the alleged incident she expired. A review of service records performed by nellcor puritan bennett for the medical center shows no record of service being performed on a 7200 ventilator during the time frame in question. The actual device involved in the alleged incident is not known. Therefore any report of a malfunction could not be verified, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that the suspect device caused or contributed to the event alleged in this report.